Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information: the patient presented to the ER (emergency room) on the date of this report because the pump was alarming. Telemetry had not yet been performed. Per the reporter, the patient had psych issues. The patient had no symptoms of withdrawal, but was complaining about the pump alarming and wanted the pump filled. The reporter was considering having a discussion with the patient with regards to pursuing other therapies instead of the pump. The reporter believed that the pump was empty.

Event description:
Additional information was received from a company representative and consumer. Indication for pump use was intractable spasticity. It was indicated that a rotor study and dye study had been performed; however, results were not provided. As of (B)(6) 2016, the pump had been in stopped mode for 601 hours, or 25 days. The pump had been programmed to stopped mode intentionally. At this time, the patient had not had drug in the pump for 3-4 months. The patient went to the office and the pump was refilled, but the pump infusion mode was stopped. There were no patient symptoms at this time. The pump was refilled with gablofen 500mcg/ml (unknown dose). There were no clinical issues or withdrawal. The pump was refilled following the empty reservoir. It was unclear what type of medication had previously been delivered. It was further reported that on (B)(6) 2016 the pump was alarming, but telemetry had not been performed. The representative stated that the patient had told him that the pump had been dry for a year. The patient¿s physician was requesting that the pump alarm be silenced. There were no patient symptoms at this time. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, when the alarm began, cause of the alarm , troubleshooting performed, actions/intervention required and if the issue resolve. If additional information is received, a follow-up report will be submitted.

Event description:
A few days prior to this report, the pump alarmed; it was ¿multiple tone¿ and the patient was taken to the ER (emergency room). Telemetry confirmed a low reservoir alarm. The patient had been dismissed by their pump managing physician and was looking for a new pump managing physician. The facility filled the patient¿s pump with baclofen changing the concentration from 1000 mcg/ml to 500 mcg/ml, but would not be able to refill the pump again. The next alarm date was (B)(6) 2014. It was later reported that the patient found a new physician.

Manufacturer narrative:
(B)(4). Corrected information: conclusion is not applicable for this event.